Event description:
On january 17, 2007, the customer reported to bsc that during a hemostasis procedure, a male patient (age unknown), the resolution clip grasped the tissue, but would not release from the catheter. The resolution clip was removed from the tissue with no additional trauma occurring at the bleed site. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.